Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, the filter was successfully retrieved without any complications. Sometime post filter retrieval (timeline of occurrence from filter retrieval to date of CT scan was not provided), a CT scan performed for complaint of abdominal pain demonstrated a radiopaque linear foreign body; however, the location of the foreign body was not provided. It was further reported that guided fluoroscopy during the filter retrieval procedure did not demonstrate or identify a detached filter limb. To date, no reported attempts have been made to remove the foreign body identified from the CT scan. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter limb detachment. Based on the information reported, the definitive root cause for this event is unknown. It is unknown if patient or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.